Event description:
On (B)(6) 2010, pt reported, the down button is no longer working on his infusion device. Pt stated, he noticed, it was having intermittent issues about 2 months ago when he would attempt to bolus and have to press the button multiple times before it would respond. Pt reported, the button stopped working completely 2 days ago and he has been using the standard bolus function since then. Pt stated, the button does spring back when pressed. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.